Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient implanted with coloplast mesh device. Later, patient experienced pain, laceration of internal bodily tissues & organs, erosion of internal bodily tissue & organs, dyspareunia, dysuria, painful & permanent scarring, inability to walk without extreme pain, permanent bodily impairment & damage, recurrent urinary stress incontinence, related sequelae and other injuries that will require additional corrective surgeries & continuing treatment.